Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Pump received with cracked reservoir tube lip and cracked batterytube threads. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error alarm and motor error alarm. The blood glucose at the time of the incident was 338 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.